Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer has met with two of our representative recently regarding air bubbles in his reservoir. Customer showed them how he loads his reservoir, representative agreed patient was doing it right. The customer stated that they did not address the problem he has.